Event description:
Rayner intraocular lenses limited received a c-flex advance aspheric adv970 iol return from its (B)(4) distributor. No event description has been made available to rayner; however, visual inspection of the lens has identified that a haptic is missing and that there is a cut on the optic by the base of the intact haptic.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Rayner has contacted its distributor in order to obtain information on the events leading to the haptic breakage observed during an initial inspection of the device. To date, no further information has been received. The damage observed to the iol is indicative of a user handling error; however, this is not possible to confirm at this time. Further inspection of the lens will be under taken and the findings of this inspection will be provided in a follow-up report. Our review of production records for the c-flex advance aspheric adv970 iol batch 064e60575 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex advance aspheric adv970 iol (june 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex advance aspheric adv970 iol batch 064e60575.